Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from portugal, edwards received notification of a pascal precision ace procedure in tricuspid position by right femoral vein where one device was implanted. One year and ten months after the procedure, the tricuspid regurgitation (tr) was back to severe. During the index procedure, the patient had dense chords but if did not interfere with the grasping area. The tr was reduced from severe (3+) to mild (1+). One year and ten months after the procedure, the tr was back to severe. The pascal device remained stable and both leaflets were grasped, but the device was observed to be under the annulus level, attached to the tips of the leaflets and subvalvular apparatus. The device is attached but shifted from its original implanted position. A redo procedure was tried with pascal but there was a high risk of full detachment and it was aborted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h6 (component code, health effect - impact code, device code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the complaint investigation, the complaint for implant dislodged into ventricle was confirmed with objective evidence. No device malfunction was alleged in this adverse event. Per the imaging evaluation performed, the device appears to be entangled fully below the tricuspid valve in the right ventricle, and appears immobilized within the chordae tendinae. The patient had dense chords but it did not interfere with the grasping area. Based on the available information, there is insufficient information to determine what contributed to this adverse event. Therefore, a definite root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per additional information received, the patient was then submitted for evoque screening and the measurements were suitable. The evoque procedure was scheduled.